Manufacturer narrative:
Analysis performed indicated that the device measured battery voltage dropped to - elective replacement indicator - level post explant due to high output settings.

Manufacturer narrative:
Should have been female rather than male.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted. The patient did not experience any adverse consequence. The patient was fine pre and post procedure.